Event description:
Reference manufacturer report# 3007566237-2012-01228. The patient had two different devices that malfunctioned two times each, which led to four additional surgeries. She experienced physical and mental pain. The devices were left in place. Additional information has been requested.

Manufacturer narrative:
Product ID 3998, lot# v020688, implanted: 2007 (B)(6), product type lead, product ID 3998, lot# j0427775v, implanted: 2006 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2006 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3708360, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3708360, serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4). The initial MDR was filed as MFR. Report # 3007566237-2012-01229. Additional review indicated the correct manufacturing site was site # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient only had one neurostimulator. One year to 14 months after implant the leads broke. It was replaced; however the lead that was replaced broke again in the same fashion as the lead prior. It was reported that they were not able to remove the lead because they would have had to remove too much bone.